Manufacturer narrative:
Anemia can develop during the thv procedure without obvious injury, and/or can be present in the post-procedure period without an obvious source of bleeding. Many of these patients have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. Hemolytic anemia is a sub-type of anemia, a common blood disorder that occurs when the body has fewer red blood cells than normal. In hemolytic anemias, the low red blood cell count is caused by the destruction - not the underproduction - of red blood cells. Causes of hemolytic anemia are either inherited (sickle cell and thalassemia) or acquired (caused by an infection, medicines, blood cancer, autoimmune disorders, tumors, reaction to a blood transfusion, mechanical heart valves). Another cause of hemolytic anemia is a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (100:0 high deployment position and trivial pvl) in addition to factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from japan, a patient underwent a transcarotid (tc) transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with nominal volume and landed 100:0 aortic/ventricular position as intended. After the procedure, trivial paravalvular leak (pvl) remained. On the next day of the tavr, hemolytic anemia was confirmed. At the diagnosis of the hemolytic anemia, the degree of the pvl was still trivial. After that, blood transfusion was performed (date unknown).